Event description:
It was reported that 12 shocks were given with all failing to terminate. The rhythm was clealy vf (ventricular fibrillation) and "quite an erratic rhythm." The paramedics were able to revive the patient, and currently the patient is unresponsive on a ventilator. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.